Manufacturer narrative:
A 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting a battery indicator. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged issue began on (B)(6) 2010. As a result of the alleged issue, the patient confirmed she was unable to test her blood glucose. The patient informed the mss that she manages her diabetes by taking a set dose of lantus insulin in the morning and at bedtime. She also takes novolog insulin 2x/day, of which she sometimes adjusts based on her blood glucose results. The patient reported that she continued to administer her usual dose of insulin despite not being able to test. Two days after the alleged issue started, the patient claimed she felt tired and developed extreme thirst. She reported taking an increased dose of novolog insulin based on the symptoms and confirmed feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.